Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's plastic distal end cover was burnt. The light guide cover lens had foreign material present as did the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the foreign material could be established. However, for the burnt distal end, the most likely cause is prolonged exposure to a heating element, ultimately leading to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.